Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for spinal pain. The patient presented to the emergency room (ER) on (B)(6) 2015 with increased pain; denied and falls or trauma. The patient or hcp had not heard any alarms. The managing hcp had not been contacted. Troubleshooting could not be performed due to the lack of access to a clinician programmer. The hcp was instructed to page a manufacturer representative to interrogate the pump. Additional information received the next day indicated the patient believed the pump was not working. The patient was currently admitted to the hospital due to swelling/cellulitis in the right leg. The hcp was transferred to the national answering service to page a manufacturer representative . The hcp was dissatisfied with having to be transferred again and disconnected the call before the transfer was complete. Additional information was requested from the hcp regarding diagnostics /actions/interventions required, the cause of the issue, and if the issue resolved. If additional information is received, a follow-up report will be submitted.